Event description:
Procedure: unknown. Reportedly, the distention balloon burst after 5-6 times pumps, with only 50% of the volume in the balloon. The operative site was manually dissected. No patient injury reported.